Manufacturer narrative:
All pertinent information available to amo has been submitted.

Event description:
During an incoming inspection at an amo warehouse the system started smoking during testing. Smoke was observed coming from two components on the max drive board.

Manufacturer narrative:
Date received by manufacturer - 10/15/2013. Manufacturing record review was reviewed and the system and its components met all specifications prior to being released. As a result, manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action is required. On august 5th, 2013, the inspector replaced new max drive, however, it was found the smoke was from r52 & t3 on max drive. The inspector also found smoke stop if they disconnected the ground line. The inspector concluded there was some electrical problem in the system which related to the ground line. The system has not returned to the manufacturing site for investigation. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Corrections: in follow up #1 date of event, report and received by MFR were populated with (B)(6) 2013 in error. The correct date is the one provided on the initial MDR ((B)(6) 2013). Placeholder.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.